Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown constructs: pfna-ii/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed.   This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will   be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: gavaskar, a.s. Et al (2018), helical blade or the integrated lag screws: a matched pair analysis of 100 patients with unstable trochanteric fractures, journal of orthopaedic trauma, vol. 32 (6), pages 274-277, doi: 10.1097/bot.0000000000001145 (india). The aim of this prospective, and retrospective, multicenter, matched pair, cohort study is to compare the radiological and clinical results with pfna-ii and intertan in the treatment of unstable trochanteric fractures in the elderly. Between 2011 to may 2016, a total of 100 patients underwent internal fixation. 50 patients with a mean age of 78 ± 8 were treated with pfna-ii (synthes, oberdorf, switzerland) were compared with the other 50 patients with a mean age of 77 ± 7 who were treated with a competitor's device. Follow-up visits were performed at 6 weeks, 12 weeks, 6 months, and at 1 year. The following complications were reported as follows: 9 patients had poor fracture reduction. 2 patients had initial varus malreduction (nsa, 120 degrees). 33 patients had a femoral neck shortening of <5mm and 15 patients is >5mm. 8 patients had fair result and 4 patients had poor results for haris hip score. 5 patients had incidence of varus collapse (>10 degrees difference between follow-up and postoperative nsa). 6 patients had revision surgeries. The mean helical blade/screw lateral sliding is 6.9 ± 2.9 mm. 2 patients had cut-out. 2 patients had medial helical blade/screw migration. 2 patients had symptomatic lateral migration of the helical blade or screw. This impacted product captures the following adverse events: poor fracture reduction. Initial varus malreduction. Femoral neck shortening. Fair result. Poor results. Varus collapse. Underwent revision surgeries. This report is for an unknown synthes pfna ii construct, unknown synthes pfna ii blade, unknown synthes screws. This report is for one (1) unk - constructs: pfna-ii. This report is 1 of 3 for (B)(4).